Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the pt underwent endovascular repair of a thoracic aortic aneurysm using gore tag thoracic endoprosthesis. A tag endoprosthesis was implanted and the tag flare was placed at the left subclavian artery. The procedure ended with no other issue. On (B)(6)2011, follow-up cta showed delay of contrast agent into the left subclavian artery. A metallic stent was implanted into the left subclavian artery. The flow was restored. And the pt tolerated the procedure. On (B)(6) 2011, 6-month follow-up exam revealed no event. The pt was fine.